Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case. (B)(4).

Event description:
It was reported that a trained physician successfully achieved arteriotomy closure of the cfa using the perclose device after a cardiac catheterization on (B)(6) 2003. The device achieved hemostasis. The pt underwent thoracic surgery on (B)(6) 2003 for aortic valve replacement. The pt developed symptoms of a cold leg 48 hours later. On (B)(6) 2003, after emergent arteriogram and two subsequent embolectomies, a piece of plastic was found in the vessel. It is not known or alleged that the piece of plastic is from the perclose device. No add'l info is available.